Manufacturer narrative:
The device log was analyzed. The device was generated alarm for "!!! Int. Battery discharged". It was found that the battery which has been used in the device was more than 6 years old. Replacement of the battery in 2 years intervals in part of regular maintenance. Svc and maintenance are not conducted by drager in this case. The instructions for use of oxylog 3000 require supervision of ventilation by qualified medical staff and also that a resuscitation bag shall be available.

Event description:
It was reported that a transport ventilator oxylog 3000 powered down during use. On request, the device received maintenance and the svc engineer has been informed that there was a pt involvement and the pt died. It could not be clarified if the device behavior has contributed to the pt outcome.